Manufacturer narrative:
The manufacturer previously reported information received that a nurse alleged a ventilator inoperative alarm went off and then stopped operating while the trilogy evo, japan device was in patient use. There was no harm or injury reported. There was no decreasing fio2 and difficulty breathing during device replacement. The problem was caused by a ventilator fault. The trilogy evo, japan device was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed by operational check. However, upon review of the device's event log an evt_motor_shutdown ventilator inoperative alarm was discovered. The device's system board and blower motor assembly were replaced to address the issue. Additionally, errors evt_therapy_buzzer_fail and evt_power_buzzer_fail indicate a buzzer malfunction. The device's buzzer assembly was replaced to address the issue. Unrelated to the malfunction, the inline proximal filter was replaced due to a fouling was confirmed. The device's internal battery door was damaged, so it was replaced. A periodic maintenance 2 was performed. The device's air inlet foam filter, particulate filter, and muffler assembly were replaced to prevent further malfunctions. The technician performed final test, battery check, valve check, running test, and cleaning were performed to confirm proper operation. Software version 1.06.10.00 was confirmed.

Event description:
The manufacturer received information that a nurse alleges a ventilator inoperative alarm went off and then stopped operating while the trilogy evo, japan device was in patient use. There was no harm or injury reported. There was no decreasing fio2 and difficulty breathing during device replacement. The problem was caused by a ventilator fault. The device is expected to be returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.